Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. The fse replaced the air oxygen module (flow sensor assembly) and tested unit for performance verification. The device passed testing and was returned to use with full functionality.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
A carbon dioxide hazard was reported. There was no patient involvement.